Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure the haptic was sheared and did not use. Additional information has been requested.

Event description:
Additional information has been received and stated that the haptic got caught when injecting in eye causing it to shear. The lens was inserted and removed during initial procedure. There was no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).